Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturers right ventricular (rv) lead had intermittent spikes of out of range pacing impedances over the last year measuring greater than 3000 ohms. There was no observations of noise on this rv lead. It was also noted that this other manufacturers right atrial (ra) lead had a rise in impedances measuring up to 1400 ohms that the device respiratory rate trend sensor (rrt) was oversensing and creating noise. Technical services discussed turning off the respiratory rate trend feature to avoid oversensing. This crt-d, rv, and ra leads remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
This supplemental report is being filed to include a conclusion code update.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high, out-of-range pacing impedance measurements on a non-boston scientific right ventricular (rv) lead. Measurements were noted to be greater than 3,000 ohms. There were no observations of noise. Additionally, there was minute ventilation (mv) oversensing seen on the right atrial (ra) channel which is also a non-boston scientific product. Technical services provided programming options. Subsequently, the device was explanted and replaced, and the non-boston scientific leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.